Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer required assistance from emergency medical technicians to address low bg as customer has lost consciousness and "hurt her rib". Sugar water and insulin were administered to patient to address blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.